Event description:
Patient reported left side "rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified two striated patterns along the same edge and one opening striated. Based on the device analysis the final assessment is: two striated patterns along the same edge in the side posterior assessed as surgical damage. One opening striated in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.